Manufacturer narrative:
It was reported that the patient post-operatively suffered a left periprosthetic patella fracture. The surgeon suspects the cause of this incident is trauma. Revision surgery is planned to correct the issue and exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient post-operatively suffered a left periprosthetic patella fracture. The surgeon suspects the cause of this incident is trauma. Revision surgery is planned to correct the issue and exchange the poly insert.